Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the a/b valve was defective. The fse performed repairs by replacing the a/b valve which resolved the issue. The system functioned properly without any system errors or leaking issues. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 600 pro synchron system generated a constant error with "cuvette not dry at first reagent inject", and there was fluid which had leaked in the black tray underneath the reagent probe b. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.